Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during the prime process. Troubleshooting was performed. The customer stated that the belt clip broke off when he removed the insulin pump. The customer stated that the treated his high blood glucose with the insulin pump. The blood glucose reading at time of call was 284mg/dl. Ran a displacement test twice and the test failed. No further information was provided.